Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation due to programmed high pacing outputs. It was also reported that the right ventricular (rv) lead exhibited progressively worsening pacing capture thresholds with intermittent poor sensing. The lead was capped and replaced. No further patient complications have been reported as a result of this event.